Manufacturer narrative:
Concomitant medical products: w1dr01 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing noise was noted on the right atrial (ra) and right ventricular (rv) lead during shoulder maneuvers.  Both leads were inactivated and replaced. No patient complications have been reported as a result of this event.